Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer has been experiencing low and high blood glucose. The customer's blood glucose was over 600mg/dl, paramedics were contacted. In (B)(6) 2015 customer stated the insulin pump broke. Customer stated lately once in a while the lows sneak up on her and tiny but of retinopathy. The customer stated the insulin pump had scratches on screen surface.